Event description:
The monitor display allegedly went blank during pt use (no pt details reported). The information on this display was reportedly still visible, but too faint to be legible. There were no adverse effects to the pt reported as a result of the alleged malfunction.